Manufacturer narrative:
The customer returned a skin graft mesher device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated this skin graft mesher. Initial qa inspection of the skin graft mesher by zimmer biomet australia revealed that the handle was worn. The pre-testing could not be performed since the comb was damaged. The end of the comb (handle end) has been modified. The shoulder bolts, washers and nuts were all damaged. The bottom roller, bottom roller gear and side plates were all worn. Repair of the skin graft mesher was not performed by zimmer biomet australia since the customer denied the repair quote. The device will be sent back to the customer. The reported event was non-verifiable since there was no mention of the screws during initial inspection. The root cause of the locking screws being jammed cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the locking screws for mesher were jammed during surgery. Due to the mechanical jam, an additional unplanned graft was required. No additional consequences have been reported as a result of this malfunction. Investigation results revealed that the comb was damaged.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Additional unplanned harvest was required. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the locking screws for mesher were jammed during surgery. Due to the mechanical jam, an additional unplanned graft was required. No additional consequences have been reported as a result of this malfunction.